Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Expiration date and UDI unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that abutments do not screw softly. No impact to the patient reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative two tsv¿ bellatek® encode® healing abutment 4.5mm (d) x 5.0mm (p) x 3mm (h) (teha4503 x2) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and debris. No damage identified. Functional testing was performed for the returned product with an in-house stock device and seats as intended. No malfunction. Device history record (DHR) review was completed for the subject lot number (1241658). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241658) for similar event and no other complaint was identified (keywords: does not seat). Based on the available information, device malfunction did not occur and the reported event was unconfirmed.